Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the pediatric patient was on the arctic sun device for fever control. Nurse called to report that the arctic sun stat device was giving alert 113 (reduced water temp control), patient temperature was 36.2c, water temperature was 26.8c, flow rate was 0.5 lpm, target temperature was 36.7c, one small universal pad was in place and reservoir level was 5. Nurse stated that the rewarm rate under normothermia set to 0.17c/hour. Mss explained that the flow rate was too low for the heater to turn on and the device might be overfilled. Mss walked nurse through draining 500 ml of water from the right drain port. Nurse changed pad to the neonatal pad and flow rate rose to 1.5 lpm. Mss explained how rewarming works under normothermia and showed the nurse how to increase the rewarm rate. Nurse chose to increase it to the maximum.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be, "belt temperatures too low after nip roller and heated section." The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number and lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the pediatric patient was on the arctic sun device for fever control. Nurse called to report that the arctic sun stat device was giving alert 113 (reduced water temp control), patient temperature was 36.2c, water temperature was 26.8c, flow rate was 0.5 lpm, target temperature was 36.7c, one small universal pad was in place and reservoir level was 5. Nurse stated that the rewarm rate under normothermia set to 0.17c/hour. Mss explained that the flow rate was too low for the heater to turn on and the device might be overfilled. Mss walked nurse through draining 500 ml of water from the right drain port. Nurse changed pad to the neonatal pad and flow rate rose to 1.5 lpm. Mss explained how rewarming works under normothermia and showed the nurse how to increase the rewarm rate. Nurse chose to increase it to the maximum.